Event description:
The healthcare professional (hcp) reported that when the motor cortex deep brain stimulation (dbs) patient switched from a primary cell implantable neurostimulator (ins) to a rechargeable ins, the patient "experienced vibrations down the side of their arm and at the pocket site." It was further reported that "the vibrations were only felt in monopolar mode (case positive) and were 'electric' in sensation." This condition was reportedly a sudden change. The patient also experienced "uncomfortable stimulation" and "overstimulation." Impedance testing was performed with the patient in various positions and there were "no anomalies found." However, "changing therapy settings to bipolar completely eliminated" the symptoms of overstimulation and vibrations. The patient was receiving the intended and "sufficient" therapeutic effect from their device as of (B)(6) 2016.